Manufacturer narrative:
Sample has been returned to manufacturer, however, the results of the investigation are not available at the time of this report.

Event description:
The event is reported as: complaint alleges that when the anesthesiologist attached the tube with the double swivel to the patient; once the gas passed and the system pressurized; the pvc tubing disconnected from the swivel connector. Complaint alleged that the tubing felt slimy. No patient injury reported.